Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A medwatch form with uf/importer report # (B)(4) was received with the following information: on (B)(6) 2017, a mayfield head frame (xxx-headrest) was placed on a (B)(6) male patient by the surgeons. Tension was applied to keep it in place. Suddenly, tension released on the frame without human touch. The surgeons reapplied the frame to their specified tension. Suddenly, again, the frame lost tension without human intervention. Three skin lacerations approximately one inch in length were noted. These lacerations had to be closed with staples. Another mayfield frame and headpins were used (a plastic frame) which did hold tension and head position for the rest of the surgery.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode could not be confirmed. A DHR review cannot be performed at this time as there is no product ID and the serial number provided (B)(4) does not appear to be a valid integra number. Root cause is unknown. However, the review of the foreseeable sequence of events indicated in risk management file indicates the most likely reason for reported failure of "unintended movement of the patient¿s head¿ is: clinician or staff applied an inadequate load to the patient¿s head; clinician used unapproved skull pins; index locking mechanism was not fully engaged; clinician/staff applied a clamping load greater than the patient¿s skull could support.

Event description:
N/a.